Event description:
It was reported that a small volume intermate had particulate matter in the balloon. This was observed during filling. There was no patient involvement. Additional information was requested and is not available. This is medical device report 1 of 3

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 0.30 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.